Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver fail to charge or boot due to receiver perpetually rebooting. The receiver case was and results show that receiver alarms correctly ring when egvs exceed user limits. The problem is undetermined because the speaker is confirmed to have operated correctly in range of the issue date but we cannot test the audio due to perpetual rebooting.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(4) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.¿ follow-up report will be submitted once the evaluation is complete.